Manufacturer narrative:
Device evaluation: the cartridge has not been returned. A retained sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pt's mother contacted animas alleging there were air bubbles in the cartridge and infusion set tubing. She reported that the pt's blood glucose reading was 20 mmol/l with ketones but did not have physical signs or symptoms of elevated blood glucose. Cartridge fill technique was reviewed with the reporter and deemed correct. The pt confirmed that the luer lock was tight and there was no visible damage to the cartridge and infusion set. The reporter states that she removed the cartridge from the pump once already and rid the cartridge of bubbles only to se them return hours later. The reporter also states that after changing infusion sets, the pt's blood glucose levels don't respond to pump therapy but is unable to provide any blood glucose values. She says that by the second day the pt infusion set cannula was usually bent.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. The customer support rep advised the reporter that she needs to check the tubing and cartridge system regularly and remove air bubbles if there are sudden temperature changes or increases in movement. The reporter also alleged issues with the infusion set, which may have affected the pt's diabetes treatment regime. No conclusions can be made at this time.